Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred and difficulty withdrawing/removing was encountered. The target lesion was located in a coronary vessel. A 3.00 x 38 synergy ii stent was inserted into a non-bsc guide catheter. The stent got stuck and was dislodged from the balloon inside the guide catheter. The procedure was completed with two shorter synergy stents. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a stent and the balloon and tip portion of the stent delivery system (sds) and a rotablator device were returned for analysis. The sds shaft and manifold hub was not returned. A visual and microscopic examination of the crimped stent found that the stent was damaged and separated from the sds. Severe damage was noted across the entire stent; stent struts were stretched and distorted. The balloon was reviewed. Dried medium resembling blood was evident in the balloon. The balloon wings appeared relaxed as the balloon was bunched. Crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior to the complaint incident. The inner shaft polymer extrusion was not present in the balloon. Hypotube was not returned. The shaft polymer extrusion was not returned. A break was noted where the balloon would have connected to the outer shaft polymer extrusion. A visual and microscopic examination found the tip was severely damaged. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred and difficulty withdrawing/removing was encountered. The target lesion was located in a coronary vessel. A 3.00 x 38 synergy ii stent was inserted into a non-bsc guide catheter. The stent got stuck and was dislodged from the balloon inside the guide catheter. The procedure was completed with two shorter synergy stents. There were no patient complications and the patient's status is fine.